Event description:
During primary surgery, surgeon reamed ;up to a size 8, the size 8 broach trial would not fit. The size 6 was too loose. Used the size 8 implant without any problem; it ift fine. The whole process extended surgery by 20 minutes.